Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure the set screw was stripped while trying to final tighten. There is no surgical delay. There were no patient consequences. The procedure was successfully completed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e2, e4. E3: reporter is a synthes employee. H3, h6: the device history record (DHR) of product code 179702000, lot nw241791 was reviewed and no non-conformance was observed during the manufacturing process. The product was released on december 13, 2019. Visual inspection: the single innie set-screw was returned and received at us customer quality (cq). Upon visual inspection, the threads on the device were observed to be broken and the broken fragment was returned. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the screw near the broken threads was measured to be not within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Accela/mmsi si set screw. Si set screw. Investigation conclusion: the complaint condition is confirmed for the single innie set-screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11 corrected data: d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data- b4, d4, g2, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.